Manufacturer narrative:
Device remains implanted. The device history record (DHR) review is in progress. The device will not be returned for evaluation as it remains implanted. Stenosis can be due to many factors depending on the implant duration, including but not limited to calcification and host tissue overgrowth. In this case, a mitral valve was implanted to the tricuspid position approximately 4 years ago to correct stenosis and appears to have reoccurred stenosis in one leaflet. Given the patient's history, this most likely is caused by host tissue overgrowth restricting the leaflet. However, the device remains implanted and will not be returned for evaluation. Without the echo or further information from the health care provider, we are unable to conclusively determine the root cause for the re-stenosis of this valve.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
Reportedly, patient needed reoperation of a mitral valve implanted to the tricuspid position using a valve-in-valve procedure after an implant duration of approximately 4 years (47.30 months). Per the customer report: the case went perfect and with excellent result. Patient had a conventional 29mm valve implanted in the tricuspid position (47.3 months ago). Due to re-stenosis, hospital implanted a sapien xt valve (in a valve-in-valve procedure). After some weeks, the patient came back to hospital with shortness of breath. It was seen that one leaflet was stuck in the closed position.